Event description:
It was reported that the insulin pump alarmed button error. The reporter did not know the blood glucose reading. No significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. The insulin pump was received with cracked reservoir tube lip, broken battery tube threads, cracked display window and cracks in the case near the display window corners, which were noted during a visual inspection. All buttons function properly; however, there were corroded keypad traces observed. No button error alarms noted.